Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving morphine (1 mg/ml at 0.3 mg/day) via an implanted pump. It was reported that the patient reported a loss of therapy sometime after they suffered a cardiac arrest and underwent CPR (cardiopulmonary resuscitation) and medical intervention. At a recent side port study (date unknown), the physician was unable to aspirate. At the side port study, the physician noted that the catheter tip was not at the same level as it was at the original implant. The patient was brought in today for a catheter revision. The physician incised the spinal pocket first and reported seeing a noticeable kink in the catheter just above the anchor site. The physician cut the distal end of the catheter below the anchor and removed this portion of the spinal segment. The physician then accessed the intrathecal space with the touhy needle and successfully placed a new spinal segment; an anchor was placed; and then the hcp removed the excess length from the new segment and attached the remainder to the existing catheter segment with a connector. A side port kit was used to access the pump side port and greater than 2 ml of csf (cerebrospinal fluid) was withdrawn from the side port. The physician deemed the system to be fully functioning at this time. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. Following the procedure, the morphine daily dose was decreased to 0.2 mg/day. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿medical emergency including compressions¿.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.